Event description:
It was reported that a cuff miss occurred during suture placement with a proglide device in a common femoral artery using the preclose technique prior to a thoracic interventional procedure. The arteriotomy was a 6f; however, the sheath size used during the interventional procedure was not provided. Reportedly, hemostasis was achieved using the pre-placed suture of the second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because key components were not returned with the device, the scope of this investigation was very limited and the reported cuff miss could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.